Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to perform operating current and functional testing including the displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to cracked and bleeding lcd glass. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump display was broken. No further information provided.